Manufacturer narrative:
The device was not received for evaluation.a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a prismaflex control unit and two units of prismaflex tpe 2000 set, a blood leak detection alarm was triggered. A blood loss of 180 ml was reported. The extracorporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.